Event description:
It was reported that the user was operating the clinac to prepare for the next patient treatment from the dedicated keyboard in the control room, but the user forgot to move the couch and patient to the safe position first. The gantry collided into the patient during gantry rotation. The gantry collided with the patient's abdomen. The customer did not provide patient data or any information on the patient's condition.

Manufacturer narrative:
The customer is aware that the accident is mainly caused by the operator's improper operation. However, the customer is dissatisfied that the clinac is not equipped with anti-collision device. The customer believes that clinac should have the ability to prevent an accident from happening when the operator misuses the machine. Though still under investigation, varian has determined that a MDR is appropriate, as this event, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.